Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had a red alert for v-tachy mode set to value other than monitor plus therapy. An attempt to obtain additional information was unsuccessful. This device remains in service. No adverse patient effects were reported.